Event description:
Same case as MDR ID 2134265-2013-03173 and MDR ID 2134265-2013-03381. It was reported that during an intravascular ultrasound (ivus) procedure, the mdu failed to do auto pull back. During an ivus procedure, it was noted that the motor drive unit failed to pull back. The procedure was complete with this device. No patient complication were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).